Event description:
Pt's sister reports that the pt had a double pump malfunction and is currently in the hospital; admitted yesterday (B)(6) 2025. Sister reports that when the pt was changing their cartridge, the pump was leaking and this happened twice. It is unknown if pharmacy troubleshooting occurred. No interruption in therapy or adverse event reported, other than the pt's hospitalization. The pharmacy will notify the md office. The pharmacy will replace both pumps, which are available for return. Pt's sister did not have the defective pumps available to provide serial numbers. As the suspect device serial number was not reported, it is unknown which device is malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use: (B)(6). No further info, details, or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2025. Patient code: 4580. Device code: 1354. Reference report# mw5174534.